Manufacturer narrative:
Section h10: (h3) the risk documentation was lacking specific failures for this type of defect for these instruments. In addition, the surgical technique was not providing information to the user of the instrument that reamng off axis can damage or break the instruments. Additionally, the surgical technique did not provide adequate instruction to the user *no information provided in the following section(s): a2, a3, a4, a5, b6, b7, d6, d7, g5, g8, h4, h7, h9.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during the reamer part of a reverse shoulder procedure, the patient was large and exposure was tough. The surgeon tried to ream a posterior/superior right augment with the pilot tip reamer, instead of the cannulated option after removing the k-wire due to some difficulty working with the glenoid. It was also very hard bone. The pilot tip of the reamer then broke off inside of the patient and he had to use a manual tool to remove the tip from the patient. There was no patient impact and the situation was resolved rather quickly.